Event description:
The home pt (hp) reported feeling pain in home hp's shoulder, ribs and right arm while using the homechoice cycler for apd therapy. Follow up with the hp reveals when hp experienced pain hp discontinued treatment and went to the ER, where hp had an x-ray taken which revealed nothing unusual. Hp relates that they did not find anything wrong. Hp relates that it was suspected that the pain may be cardiac related and the hp was hospitalized for two days for testing and observation. Follow up with the hp's healthcare professional (hcp) reveals that there was no pt injury and the hp was released from the hosp with the cause of the pain unknown. Hcp relates that no device failure or malfunction was identified and she does not attibute incident to the homechoice cycler or baxter products, however, she does not know what to attribute it to. Hcp related that the hp has had no further incidents of pain and continues to use the device with no difficulties.